Event description:
An emerging power, inc. Battery pack (model li201s) was located in the biomedical engineering technician work space in a yellow bin box along with 17 other of the same li201s batteries. The technician in the area reported that he heard a loud popping noise followed by a large ball of fire coming from the end of the battery. The battery blew out copper foil and black soot in a 10-foot radius from the shelf.